Event description:
Additional information received from the healthcare provider indicated that the relationship of the death to the device or therapy, the cause of death, and whether or not the falls contributed to the patient's death were unknown.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen for intractable spasticity and head/brain injury. The patient died on (B)(6) 2014 due to brain cancer; he had been at home in hospice care. However, it was also reported that the consumer believed the death was related to the device or therapy as the patient was "severely falling" all the time after the pump was implanted, and "they were hard falls." No other information was provided regarding the falls. It was believed the pump was still implanted when the patient was buried and it would not be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.